Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported by the patient that he was hospitalized in ICU for one day due to high blood glucose level and moderate ketones because of bent cannula. High blood glucose level was 600 mg/dl and was treated with IV and fluids of saline and insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.